Event description:
It was reported that the insulin pump had blank display and alarmed unexpected restart. Customer's blood glucose was 222 mg/dl. Troubleshooting was done. It was found that the insulin pump was exposed to very cold temperature and customer was not using the recommended battery brand. The customer requested for insulin pump replacement due to the two issues in one week. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.